Event description:
Patient presented to the physician with erosion of the stimulation lead through the skin at the neck incision site. Physician brought the patient into the or, opened the chest incision, retracted the stimulation lead to reduce excess slack, tucked the lead deeper beneath the neck tissue, re-sutured, irrigated both incision sites with antibiotic solution and saline, and closed the incisions. Postoperative antibiotics were prescribed.